Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 9/26/2022, it was reported by a sales representative via sems that an ar-12990 knee scorpion had an issue. During an unspecified procedure on (B)(6) 2022, when the surgeon was using one of their meniscal sets, part of the biter broke off when he was using the instrument. This occurred right as he used it on the patient and realized the biter prong was messed up. There was no injury or harm to the patient. This was discovered during use with no impact to the patient. Additional information has been requested. On (B)(6) 2022, the sales representative stated via phone that no piece of the instrument broke inside the patient. Additional information has been requested. On 09/27/2022, the sales representative stated the following information via email which was obtained from the sales representative who was attending the case: this event occurred during a meniscal root repair procedure. The surgeon used the complaint device for one pass, it broke when coming in for the follow-up pass. All pieces were retrieved. The case was completed with the first pass for the second suture, both tails were properly fixated with swivelock per the technique.